Event description:
On behalf of the customer, the conmed representative reported issues with the cd801, 5mm blunt disector kittner, reported lot/serial # (B)(6) that was recently experienced by (B)(6). (B)(6) hospital on (B)(6) 2021. Information received indicates ¿during laparoscopic removal of uterine device the distal portion of 5mm blunt dissector kittner broke away from the body of the kittner. All pieces were retrieved from the patient. It is indicated there was no patient impact /injury and the procedure was completed. Please note the lot number reported, (B)(6), does not fit the conmed formatting of lot numbers for this device, however is included on this report as it was reported as such. Clarification was received. The lot number of the device in question is (B)(6). This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as, although all pieces were removed, the device broke in the patient.

Manufacturer narrative:
D4: information updated to reflect clarification of lot number. H10: at time of filing, although originally expected, it has been determined that the device in question is no longer available for evaluation. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and the complaint is inconclusive. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Also, per the IFU, the user is advised to insert the laparoscopic kittner through a properly placed laparoscopic cannula. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the cd801, 5mm blunt disector kittner, reported lot/serial # (B)(4) that was recently experienced by (B)(6) hospital on (B)(6) 2021. Information received indicates ¿during laparoscopic removal of uterine device the distal portion of 5mm blunt dissector kittner broke away from the body of the kittner. All pieces were retrieved from the patient. It is indicated there was no patient impact /injury and the procedure was completed. Please note the lot number reported, (B)(6) 2019, does not fit the conmed formatting of lot numbers for this device, however is included on this report as it was reported as such. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence as, although all pieces were removed, the device broke in the patient.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been received into conmed's complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.